Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (thrombus in seal zone of aortic neck). Conclusions: known inherent risk of a procedure (endoleak); device failure related to patient condition (thrombus in seal zone of aortic neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm with a maximum diameter of 50mm. The proximal aortic neck was 23-24mm in diameter, and 21mm long. The proximal diameter of the right common iliac artery was 25mm. The proximal diameter of the left common iliac artery was 25mm, and the distal diameter was 14mm. The diameter of the right external iliac artery was 11mm, and the diameter of the left external iliac artery was 12mm. The medical history was not reported. It was reported that intra-operatively a proximal type I endoleak was observed. An aortic cuff was implanted, and the endoleak was diminished but not fully resolved. The physician stated that although the bifurcated stent graft and cuff were implanted just below the renal arteries, there was thrombus in the proximal aortic neck that likely prevented a complete seal. The patient will be monitored. No additional clinical sequelae were reported, and the patient is doing fine.